Event description:
Boston scientific received information that during the implant procedure this device recorded code 1004 indicative of a shorted shock delivered. The device battery status went to end of life (eol) due to charge time resulting in pacing reverting to vvi50. The patient is pacemaker dependent and became symptomatic due to the loss of av synchrony. The associated competitor right ventricular (rv) lead was confirmed to have fractured.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(4) 2015 after a 23 joule shock was attempted. Two capacitor reformations were performed which moved the device battery status to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 23 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the capacitor reformation attempts caused the device to declare eol because the capacitors could not complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.